Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va053wy, implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va053wy, ubd: 04-dec-2016, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Rep said no motor response was seen during a battery replacement surgery so the hcp chose to replace the lead as well. While pulling the lead out, it fractured and four electrodes remain in the patient. The hcp chose not to explant the lead. The environmental/external/patient factors that may have led or contributed to the issue was the patient said they fell several months ago and could have possibly damaged the lead at that time. The diagnostics/troubleshooting performed included an impedance check which showed high impedances on all combinations by the nurse practitioner (np) in a programming appointment. As a result of what was reported, a new lead was placed on the opposite site. The issue was resolved at the time of the report. No further patient complications have been reported as a result of this event.